Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead integrity alert triggered. The lead displayed; over-sensing, noise, high impedance, variation in impedance, short v-v intervals, and high rate non-sustained episodes. The lead was "programmed off," capped, and replaced. No patient complications have been reported as a result of this event.